Manufacturer narrative:
(B)(4). Additional manufacturer narrative and/or corrected data; corrected data: inadvertently did not include UDI on initial report.

Event description:
On (B)(4) 2016, it was reported that the patient¿s vns was explanted due to a pocket infection. Only the generator was explanted and it was explanted on (B)(6) 2016.